Manufacturer narrative:
This report being submitted for correction. The event "nozzle blocked" occurred during bedside pre-cleaning and not during procedure. Please see update to b5.

Event description:
It was reported, the hospital found that the water supply was blocked and there was no water flow during the bedside pre-cleaning after the procedure.

Manufacturer narrative:
The device was returned. An evaluation at the repair center revealed, the nozzle was clogged by foreign material, causing unsmooth air/water feeding. The foreign material was not taken out. The nozzle was not removed because it was not completely blocked. The scope connector cover, grip and light guide tube was dirty. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Image guide protector had discoloration. Indication on flexibility adjustment ring was unclear. Control unit was deformed. Scope connector had a scratch. Connecting tube was sticky. The protector was scratched. The scope connector cover and grip had a scratch. Light guide connector also had a scratch. The insertion section and bending sectio had abnormal shape. The insertion section was discolored. The bending section was discolored. Switch number two (2) was leaking. The joint between switch and control section was leaking. The device exhibited heavy angulation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the switch button of the colonovideoscope was broken. The device exhibited reduced angulation. The nozzle was blocked and the insertion part was worn out. The reported events were found during an enteroscopy procedure. The procedure was completed with a similar device. The patient was not under sedation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device was dirty due to the reprocessing steps recommended in instructions for use could not be completed due to nonconformity of the device. The root cause of the failure could not be determined. Additionally, the unsmooth air/water feeding is due to foreign material clogged in the scope. Olympus was unable to identify foreign material from the following obtained information. The root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.